Event description:
Related manufacturer report number 2017865-2021-19007. During initial implant procedure, reduced r-wave amplitude was noted on the right ventricular (rv) lead when connected to the pacemaker. The rv lead and the device were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing amplitude variation was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.